Event description:
It was reported that the external pulse generator (epg) displayed an error code. The error it displayed occurs when the epg is powering on and going through the self test. Removing the battery reset the error. The epg then worked and remains in use. No patient involvement was reported in this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Further review prompted a change in the device analysis results. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.